Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 23138 occurred against universal surgical manipulator (usm) 4's tornado axis. The technical support engineer (tse) walked the caller through a hard power cycle. The system powered on normally the fault returned when moving usm 4's tornado axis. It was not specified if the procedure was able to be completed robotically. There were no reports of patient involvement when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The distal set-up joint (suj) was returned for failure analysis with a reported problem was confirmed but not replicated. In logs, encoder error 23138 was found to indicate a hall edge-to-edge fault on the suj tornado. It was coupled with errors 1177 and 1179 indicating faults reported thus confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system in normal mode where it functioned as expected. The unit was also installing onto a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors.